Event description:
It was reported that the cable must be taped to operate and charge the pump. There was no reported impact to the customer¿s blood glucose level. The customer declined further troubleshooting.